Event description:
The user reported the device alarmed "upstream occlusion" as intended when the device was in use. The pt was reported not injured as a result of the alarmed event.the alarm notified the caregiver that an action was rrequired to maintain appropriate infusion as programmed. No further details about the event are available.